Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The patient¿s meter has been returned on 10/20/2014 and evaluated by lifescan product analysis on 11/18/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter displayed an ¿error 2¿ message when testing. The complaint was classified based on the customer care advocate (cca) documentation. The reporter detailed that the meter message occurred on (B)(6) 2014 at an unspecified time. The reporter detailed that the patient manages her diabetes by self-adjusting her insulin dose and denied that the patient took any action regarding her usual diabetes regimen in response to the meter issue. The reporter claimed that the patient developed symptoms of ¿sweating¿ and ¿shaking¿ two and a half to three hours after the error message occurred and reported that the patient self-treated on the morning of (B)(6) 2014, but did not specify the details of the treatment. At the time of troubleshooting, it was noted that there was no apparent misuse of the product and it was not the first time the meter had been used. The error 2 message did not occur when the cca prompted the patient to press the power button however the issue was not resolved when the cca walked the reporter through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a hypoglycemic event after the alleged meter issue began.